Event description:
Instructor (B)(6) called in and reported during treatment, a faculty member was using an 11/12 explorer and the entire working end dislodged from the handle during exploring in the patients mouth. Patient swallowed the working end. Patient was instructed to go to the local emergency room at the hospital.

Manufacturer narrative:
Based on the available evidence, the dislodgement of the working end is most likely attributable to excessive external mechanical forces applied during use, rather than an inherent material, design, or manufacturing defect. No related defects identified in inspection history for this lot low complaint and return rates.